Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic gastrostomy tube placement while placing the tube, the trocar broke and a piece of it fell into patient cavity. Additional incision was made to retrieve the foreign object. Surgical time was extended for 30 minutes and more. Surgical incision was extended by not more than 1 inch. To resolve the issue, the surgeon opened a second port and the same issue occurred with the second port.